Event description:
On 11/2000 pt went to ER for painful left hip-x-ray revealed femoral neck fracture 2 days later pt went to physicians office-x-ray revealed prosthetic failure-femoral neck. The following day pt scheduled for left total hip revision.